Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited gradually increasing shock impedance measurements with some measurements being out-of-range. Boston scientific technical services (ts) reviewed the stored device data and suspected calcification or ionization of the lead. The patient will be brought into the clinic for further troubleshooting. No adverse patient effects were reported. The lead remains in service.